Manufacturer narrative:
Concomitant medical products: product ID neu_wrench_acc, product type: accessory. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that the patient went in to the hospital today, (B)(6) 2016, as an outpatient for a routine normal end of battery life implantable neurostimulator (ins) replacement. The rep checked the impedance on the old battery in the pre-op area before the case began, and all impedances were within normal limits using the default impedance check of the clinician programmer (cp). The ins was replaced and an intra-op impedance check was performed on the new ins once it was hooked up to the existing lead and placed back into the pocket. Several of the impedances were greater than 4000. 0<(>&<)>c, 1<(>&<)>c, 2<(>&<)>c, 3<(>&<)>c, 0<(>&<)>2 and 0<(>&<)>3 were all out, greater than 4000. The surgeon removed the battery from the pocket, disconnected from the existing lead, wiped the lead with a dry sponge, replaced the lead back into the new ins, torqued the screw with the provided wrench, placed the ins back into the pocket, and re-checked the impedances using 2 volts and pulse width of 300. Several impedances were still greater than 4000. The surgeon repeated the above steps and rechecked the impedances at 3 volts and pulse width of 300. Several impedances were still greater than 4000. The surgeon then removed the battery from the pocket, hooked up the old ins, which had been implanted in the patient since (B)(6) of 2013, and checked the impedances at 2 volts and pulse width of 300. All impedances were within normal limits with the old battery in place. The surgeon then hooked the new ins back into the existing lead, torqued it in place, put the ins back in the pocket, and rechecked the impedances. The same impedances were greater than 4000 as previous. The surgeon was concerned that the new ins could have an issue and didn¿t feel comfortable implanting it. He asked for another n ew ins to be opened and the previous new ins to be returned to the manufacturer. The 2nd new ins was connected to the existing lead, torqued into place, placed into the pocket, and impedances were checked at 2 volts and a pulse width of 300. All impedances were within normal limits. Post-op the patient was programmed using configuration number 2, 1-, 3+, at 3.2 volts and she felt stimulation vaginally as prior to the operation. The 1st new ins was returned to the manufacturer for analysis.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturing representative (rep) reported that during an implantable neurostimulator (ins) change out, due to normal battery depletion, they noticed all contacts showing open with the new ins and old lead connection. They increased the settings and "wiped down", still everything was >4k. The healthcare provider (hcp) connected to the old battery and impedances were normal. They reconnected to the new ins and they were high. A second, new, ins was opened and everything with that ins was fine. The rep will send back the ins. There was no out of box failure alleged. There were no patient symptoms reported. The ins indication for use was not clear at the time of the report.

Manufacturer narrative:
Analysis of the implantable neurostimulator revealed that the setscrew was backed out too far. Additional information indicated that result code and conclusion code no longer apply to the event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.